Event description:
It was reported that balloon rupture and balloon detachment occurred. Following stent implantation, a 6.0mmx20mmx135cm sterling balloon catheter was advanced for post-dilatation. However, upon inflation, the balloon came apart after it ruptured. No known patient complications nor injuries reported.

Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR: sterling balloon catheter in two pieces was returned for analysis. The shafts, tip, and balloon were microscopically and visually examined. Blood was present inside of the device and balloon, when received. The wire lumen shaft was detached 8cm proximal of the tip. There was a complete circumferential tear of the balloon at the proximal balloon cone with the entire balloon bunched up. The detached portion of the wire lumen shaft was flattened and kinked. The separated ends of the wire lumen shaft were jagged and pulled, indicating that there was force applied during the procedure that caused the damage. Product analysis confirmed that the reported event, as the shaft was detached near the balloon and the balloon had a complete circumferential tear.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture and balloon detachment occurred. Following stent implantation, a 6.0mmx20mmx135cm sterling balloon catheter was advanced for post-dilatation. However, upon inflation, the balloon came apart after it ruptured. No known patient complications nor injuries reported.